Event description:
A 9mm diameter x 30mm length bridge assurant iliac stent was implanted in a patient for treatment of a distal iliac lesion. Vessel morphology was reported to be non-tortuous and moderately calcified with 70% stenosis. It was reported that the device was positioned at the lesion site; however, upon inflation, the balloon would not inflate. The indeflator was switched out of a new one; the balloon would still not inflate. After several times, a slow opening occurred, allowing the balloon to fully open after five minutes. The physician attempted to deflate the balloon; this took several attempts. When the balloon deflated, the balloon began to function normally inflating and deflation successfully. The balloon was deflated; however, it would not enter into the sheath and had to be removed as one unit. The patient is reported to be fine and no additional clinical sequelae were reported.